Event description:
Rec'd info that the pt had been admitted to the hospital and had the ins on the right side removed due to infection. Add'l info has been requested and if rec'd a f/u report will be sent. Reference mf report # 3004209178-2011-00218 for the second ins.

Manufacturer narrative:
(B)(4).